Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a frozen sleeve over a dirty collet and a seized plunger with serum in the reported problem area of the pipette assembly. Two tip clamps, a lld contact spring, a plunger clamp, and all tip retaining clips were replaced. The instrument was inspected, tested without further problem, and returned to service.